Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735820r, serial/lot #: -, ubd: , UDI#: ; product ID: 9735803, serial/lot #: -, ubd: , UDI#: h3, h6: the system was serviced in the field by a medtronic representative. A hardware failure was found. There was a bad orange port for microscope. Codes b01, c07, and d02 are applicable. For the connector, g04035 is applicable. For the cable, g04018 is applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was not tracking the dogbone of the microscope. The microscope was green in equipment and had data link and tracker connected but was unable to see any light emitting diodes (leds). The microscope was red with max geometry error 0.5mm in tracking details. The manufacturer representative (rep) also noted that there were 2 other systems that were able to connect to the microscope and see the tracking leds without issue. The two other systems had identical microscope calibration files transferred from a usb. The rep noted that other instruments/frames were able to be tracked in tracking window. Troubleshooting was performed. The rep checked self test and confirmed scope setting was set to analog. The rep noted there were no fields in the connected monitors field and noted this was also t he case on the other working systems. The rep noted there were all green statuses in internal network status. The rep checked the scope calibration file and confirmed it was in the system in the right location. The rep checked the cart configuration and confirmed the system. The rep swapped the camera carts with a known working navigation system and found - bad main cart with good camera cart, no tracking leds and - good main cart with bad camera cart, tracking leds. Both setups had green connection and data link/tracker were connected. The connected monitor in self test remained blank on both main carts. The rep checked camera diagnostics, noted connected port b and no faults. The rep swapped camera carts back to the original systems and noted identical camera diagnostics. The rep bypassed the system control unit (scu) via the good system. The rep plugged the good system scu into the router of bad system and plugged the grey lemo tracker into the good scu and the orange connection lemo into the bad system. There were no tracking leds, still communicating. The rep swapped ssds between good and bad systems and found - bad system with good ssd, no tracking leds and -good system with bad ssd, tracking leds. The rep swapped camera carts and found -bad main cart with good camera cart and good ssd, no tracking leds and - good main cart with bad camera cart and bad ssd, tracking leds. The rep rebooted the system. Upon bootup, there were no tracking leds. The orange lemo was reseated and tracking leds appeared. The rep unswapped the camera carts and ssds and found -bad system, tracking leds and -good system, tracking leds. The rep swapped the camera carts and found -good system, bad camera, tracking leds and - bad system, good camera, tracking leds. The rep rebooted the system. Upon bootup, there were no tracking leds. The rep reseated the orange lemo and the tracking leds appeared. The rep checked microcal of bad system, noted no tracking leds or microscope communication. The rep noted port was /ttymue1. The rep opened linux terminal to switch port to canbus. The rep noted microscope communication was green but no tracking leds. The rep changed the microscope bracket to a different serial. Noted tracking leds were green. The rep changed the microscope bracket to another serial, noted tracking leds. The rep rebooted the system. Upon bootup, no tracking leds appeared. The rep reseated the orange lemo, tracking leds appear. There was no patient involvement.

Manufacturer narrative:
H2/h3/h6: the polaris spectra system control unit (scu), lot number: t900504, was returned for analysis. The returned scu appeared to be unused, but it had been taken out of the box and used for troubleshooting. The scu was found to be fully functional with normal tracking for all three ports. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: the system was serviced in the field and the system passed system checkout and functioned as intended. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.